Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Dm10634- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma from 2006 to 2016, allergic rhinitis and chlamydial infection. Previously administered products included for an unreported indication: depo-provera from 2008 to 2010. Concurrent conditions included uterine bleeding, uterine leiomyoma and uterine leiomyoma. Concomitant products included folic acid and salbutamol (albuterol) from 2006 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and back pain ("back pain"). On an unknown date, the patient experienced polymenorrhoea ("constant menstrual cycle"). The patient was treated with surgery (essure removal and ablation in (B)(6) 2014). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhoea, migraine, headache, nausea, back pain and fatigue outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, placement was a success, both fallopian tubes were blocked; on (B)(6) 2013: essure implants in each fallopian tube. Contrast opacifies the uterine cavity.both fallopian tubes were blocked negative for contrast extension into the fallopian tubes. Negative for free spillage of contrast into the pelvis, occlusion of both fallopian tubes by essure implants. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pfs received new reporter information was added. Removal details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding general') in an adult female patient who had essure (batch no. Dm10634- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma from 2006 to 2016, allergic rhinitis and chlamydial infection. Previously administered products included for an unreported indication: depo-provera from 2008 to 2010. Concurrent conditions included uterine bleeding, uterine leiomyoma and uterine leiomyoma. Concomitant products included folic acid and salbutamol (albuterol) from 2006 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and back pain ("back pain"). On an unknown date, the patient experienced polymenorrhoea ("constant menstrual cycle"). The patient was treated with surgery (essure removal and ablation in mar-2014). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhoea, migraine, headache, nausea, back pain and fatigue outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion, placement was a success, both fallopian tubes were blocked; on (B)(6) 2013: essure implants in each fallopian tube. Contrast opacifies the uterine cavity. Both fallopian tubes were blocked negative for contrast extension into the fallopian tubes. Negative for free spillage of contrast into the pelvis, occlusion of both fallopian tubes by essure implants. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Dm10634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma from 2006 to 2016, allergic rhinitis and chlamydial infection. Previously administered products included for an unreported indication: depo-provera from 2008 to 2010. Concomitant products included salbutamol (albuterol) from 2006 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"), back pain ("back pain") and pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced polymenorrhoea ("constant menstrual cycle"). The patient was treated with surgery (ablation in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the genital haemorrhage, polymenorrhoea, migraine, headache, nausea, back pain, pelvic pain and fatigue outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, placement was a success, both fallopian tubes were blocked; on (B)(6) 2013: essure implants in each fallopian tube. Contrast opacifies the uterine cavity.both fallopian tubes were blocked negative for contrast extension into the fallopian tubes. Negative for free spillage of contrast into the pelvis, occlusion of both fallopian tubes by essure implants. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Lot number added. Event constant menstrual cycle and pelvic pain added. On (B)(6) 2019: pfs received. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Dm10634- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma from (B)(6) to (B)(6) , allergic rhinitis and chlamydial infection. Previously administered products included for an unreported indication: depo-provera from (B)(6) to (B)(6) . Concomitant products included salbutamol (albuterol) from (B)(6) to (B)(6) . On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"), back pain ("back pain") and pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced polymenorrhoea ("constant menstrual cycle"). The patient was treated with surgery (ablation in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the genital haemorrhage, polymenorrhoea, migraine, headache, nausea, back pain, pelvic pain and fatigue outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, placement was a success, both fallopian tubes were blocked; on (B)(6) 2013: essure implants in each fallopian tube. Contrast opacifies the uterine cavity.both fallopian tubes were blocked negative for contrast extension into the fallopian tubes. Negative for free spillage of contrast into the pelvis, occlusion of both fallopian tubes by essure implants. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: update of information (batch is not valid). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma from 2006 to 2016, allergic rhinitis and chlamydial infection. Previously administered products included for an unreported indication: depo-provera from 2008 to 2010. Concomitant products included salbutamol (albuterol) from 2006 to 2016. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"), back pain ("back pain") and pelvic pain ("pain"). The patient was treated with surgery (ablation in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the genital haemorrhage, migraine, headache, nausea, back pain, pelvic pain and fatigue outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, placement was a success, both fallopian tubes were blocked; on (B)(6) 2013: essure implants in each fallopian tube. Contrast opacifies the uterine cavity. Negative for contrast extension into the fallopian tubes. Negative for free spillage of contrast into the pelvis, occlusion of both fallopian tubes by essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received. The case became incident. The previously reported event injury was replaced with events per pfs: abnormal bleeding (general), migraines / headaches, nausea, back pain, pelvic pain, fatigue were added. Patient's medical history was added, laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.